Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 did not appear in hta mode and had no visible pockets, indicating a communication or power issue. The root cause was identified as a faulty row board cable for the main half-height drawer 2.1. A field service engineer replaced the cable, after which the drawer and its pockets became visible and responsive in hta mode. A final test confirmed proper functionality. All cabling was checked and found to be in good condition, and the backup battery was replaced as a preventive measure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.